Event description:
It was reported that the battery was no longer charging. There was no reported impact to the customer¿s blood glucose level. No additional corrective actions or outcomes were documented in the record.